Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received partially fired with no visual abnormalities. The single use loading unit (sulu) was loaded into a pmv representative instrument. The sulu and representative device were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter in a colectomy during a functional end to end anastomosis, on the 2nd firing, while the surgeon used the cartridge on resection of the anal side colon, the surgeon was unable to fire after clamping the tissue. A new cartridge was opened and used. The surgical time was extended by less than 30 min. There was no patient harm.